Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during a scheduled battery replacement, the physician had difficulty removing the lead from the 0-7 port. After several attempts, the hcp was able to dislodge the lead from the port and an electrode (2nd contact) in the battery was black colored. After an impedance check, electrodes 0, 1, 2, 3, and 4 were orange/indicated as void. An impedance check was not performed prior to the procedure due to the battery being discharged and the patient reported good pain relief prior to the procedure. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies; the ins connector port had a foreign material on it. If information is provided in the future, a supplemental report will be issued.